Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: material # 309680 batch # 4309754 verbatim: foreign material, cardboard-like, was found inside of a syringe barrel.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 16 photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample showed that there are none that correspond to the batch number reported. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.